Event description:
The pt was admitted on 12/12/97 for progressive congestive heart failure and hypotension. An intraortic balloon pump (iabp) was inserted on 12/13/97 at 01:15. At 02:10 a pacemaker was inserted. At 03:00 the iabp auto-fill failure alarm sounded. Manual mode was attempted, but the pt's condition was too poor for it to be effective. The pt expired at 04:45. The iabp was examined and a cable break was discovered. The break was at the insertion site of the machine.